Event description:
The customer reported that the connection between the therapy cable and the device was intermittent. There was no report of patient involvement.

Manufacturer narrative:
The device was evaluated at philips, and the symptom was confirmed. Replacing the therapy cable and the therapy connector resolved the issue.